Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) and reported high blood glucose (bg) levels. The patient indicated that for the previous several days, the patient's bg levels had been high. The reporter did not think that the pump was working right. The reporter mentioned that the patient's site was changed on (B)(6) 2012, in the afternoon due to bg level's in 200's (mg/dl). By 10:35 pm, the patient's bg level was at 147 mg/dl. At 4:11 am the next morning, the patient had a bg level of "317 mg/dl." The reporter treated the patient with a syringe at 6:30 am. At that time, the patient reportedly had a bg level of "319 mg/dl." By 8:56 am that same morning, the patient had a bg level of "351 mg/dl" with positive ketones and symptoms of nausea and vomiting. The patient was then taken to a hospital where he was treated with IV insulin. At 1:00 pm, his bg level had decreased to a normal result of "134 mg/dl." He was not admitted to the hospital or diagnosed with dka. At the time of contact with anm, the patient was on injection therapy with lantus insulin. Through troubleshooting, the anm representative involved in this contact noted that no evidence of a mechanical malfunction was found. The reporter was going to meet with the patient's health care provider (hcp) to review the pump's settings and site locations. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient received medical treatment in a hospital for hyperglycemia. However, at this time, it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box and alarm history shows no errors or alarms associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.